Event description:
Information was received from a patient and manufacturing representative. It was reported that the patient had pain at their implantable neurostimulator (ins) site. The ins was explanted. No complications immediately after explant. The ins was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.